Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had motor error alarms and no delivery alarms on their insulin pump. Troubleshooting could not occur at the time of the call as the customer had removed their reservoir. The customer's insulin pump will be replaced due to the motor error alarm. Customer's blood glucose was unknown. No additional information provided.